Event description:
Customer reports, the compact plus meter produced a result of 0. Numeric reading range of device is 10mg/dl to 600mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.